Event description:
Home pt (hp) reports the disconnect cap was popping off of the pt extension line during hi-dose apd therapy. Noted during use, upon returning to complete the hp's night exchanges. The hp replaced all supplies and therapy was completed without incident. No pt injury or medical intervention reported per hp.